Event description:
The customer called to report that she has been experiencing unexplained high blood glucose levels. The customer also stated that she was hospitalized about two weeks earlier for high blood glucose levels. The customer could ot recall the blood glucose reading at the time of admission. The customer was concerned that the no delivery alarm might not be working properly. Troubleshooting was performed, and the insulin pump was programed correctly. The insulin pump passed the prime and high pressure tests. The customer felt more comfortable having the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been retuned, but not yet evaluated. Further info will follow one the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Scratched display window noted.